Event description:
Hcp reported the catheter was fractured. The catheter was cut during a surgical procedure. The hcp was planning to turn the pump off until a revision could be done. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported a planned pump removal, but it was unknown when. It was indicated that the patient was in the intensive care unit (ICU) and it was believed that they were ruling out stroke.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter; product ID 8590-1, lot# n246295, implanted: 2010 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).